Event description:
It was reported that during a procedure of the moderately calcified, mid left anterior descending artery, the rx trek balloon catheter was advanced and during the first inflation to 12 atmosphere the balloon ruptured. There was no patient effect. The device was removed and a 3.0 mm x 23 mm xience v stent was implanted without issue. There was no reported clinically significant delay in the procedure due to the device. There was no reported adverse patient effect. The patient was reported as doing fine post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and a rupture while in use in the patient anatomy. An indeflator, filled with water, was used in an attempt to pressurize the balloon but the balloon would not pressurize. After the catheter was left pressurized and soaked in the water bath, fluid was observed leaking at a pinhole in the middle of the balloon, confirming the reported rupture. There were no visible scratches. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was observed on the outer diameter surface leading to the leak, adjacent to the leak, and at the leak edges. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified, which likely contributed to the reported difficulty. It is likely that the balloon material was damaged (scratched) during interactions with the calcified lesion such that the balloon ruptured during the first inflation at 12 atmosphere. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.